Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed weak battery. Customer does not recall any significant events leading to the error, except that he was not changing the battery every week. Customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting was done for weak battery but there were multiple alarms in history. Customer was advised to monitor pump and evert to a back-up plan if necessary. The customer declined to return the product for analysis. No further information was given.